Event description:
The description of the event is reported as: the stapler does not transport anymore. No pt injury or intervention reported.

Manufacturer narrative:
Sample reported as available, but not received for eval. DHR review, manufacturing process review. Results: the DHR was reviewed and did not show any abnormality. Conclusions: no conclusion can be drawn. Based on the investigation performed to identify a potential root cause in the manufacturing process, it is concluded there are not enough elements to establish a root cause. However, if a sample becomes available, a further investigation will be completed. A CAPA was opened to address the issue of jamming.